Event description:
The facility reported to customer service a pump with failure code 500:320:831:0000. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 500:320:831:0000 was confirmed at power up. Inspection of the pump revealed failure 500:320:831:0000 was caused by a stuck key on the pump head module (phm) keypad. The phm keypads were replaced on all the channels in the pump to correct this failure.